Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/10/2014: the device was returned to animas and evaluated by product analysis on 01/27/2014 with the following results: confirmed the top of the battery cap is stripped. Cap removal was difficult because the tool is unable to turn cap to release from pump. Test pump used to complete investigation. Battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Battery cap threads intact. Battery cap spring is secure. Battery cap contact height and width are within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the battery cap was stuck and required a pliers to remove it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).